Event description:
The system's table drove down in a controlled, but un-commanded motion. The response of the system was to open the estop when the un-commanded motion was sensed. The field service engineer conducted service on the system, replaced the necessary parts and returned the system to the customer. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).